Manufacturer narrative:
The product complaint analysis team has completed the investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections and results: balloon condition, small hole; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good; stopcock condition, good/open. Functional tests and results: balloon inflation test, failed. Based upon the inquiry information received and the visual examination, it was concluded that the balloon had incurred a small pinhole in the proximal portion of the balloon making the instrument non functional. The instrument was received with a small pinhole in the balloon's proximal portion, approximately 90 degrees from the stopcock position. The instrument would not function as designed due to a small pinhole in the proximal portion of the balloon. No conclusion could be reached as to how the balloon had incurred a small pinhole during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported during a laparoscopic hernia repair during the insertion of the ted12 the balloon portion tore without identifiable cause. Ky jelly lubrication was placed on the balloon tip as well as on the s-retractor and caution was used during insertion. Another ted12 was inserted successfully and the case completed. There was no consequence to the pt.